Event description:
Caller alleged imprecision test results with inratio. Reported results as follows: date: (B)(6) 2006, first test, inratio: 1.8; (B)(6) 2006, second test, inratio: 3.4.

Manufacturer narrative:
Tests were done in two different days based on the text. Per tr 0150, the comparison was invalid. No investigation required.